Manufacturer narrative:
The pod was received fully deployed. An external tear to the exposed portion of the soft cannula was observed just above the bevel of the formed needle. A leakage was observed from the tear in the soft cannula. The patient history buffer data was inspected, and the algorithm functioned as expected with respect to the estimated glucose values from the continuous glucose monitor. The timing and cause of the tear to the exposed portion of the soft cannula cannot be determined. It could not be determined if the observed tear contributed to the reported failure to deliver insulin. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.4. Hardware: iphone14.7. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to 400 mg/dl while wearing the pod between 4 and 24 hours on their abdomen. Investigation determined the pod exhibited a torn cannula, resulting in a leak.